Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:7422279.

Event description:
It was reported that following a fall the patient¿s left side was showing high impedances resulting in ineffective therapy. As such surgical intervention took place wherein the left extension was explanted and replaced to address the issue. Reportedly, the issue was resolved and adequate therapy was restored post operatively. Investigation was unable to determine which of the extensions had high impedance.